Event description:
The customer reported that the companion 2 driver was making intermittent noises and sounded like it was "working harder" while supporting a patient. The customer also reported that because wall air is not available on the patient's unit, the companion 2 driver always operated with its internal compressors. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.